Event description:
It was initially reported through clinic notes that the pt was having increase in seizures over the last six months. Physician stated that he believes right now the main reason for breakthrough seizures is due to end of life. It seemed from the notes that the physician was not sure about the reason for increase 6 months ago. Good faith attempts to obtain additional info have been unsuccessful till date. Pt underwent a battery replacement surgery due to end of service. End of service flag was confirmed in the operating room. Explanted generator was returned to manufacturer for analysis. Analysis is currently pending on the explanted generator. Diagnostics on the new generator showed everything working within normal limits.